Event description:
While pipetting an hcv plate on summit the technician noticed that no sample/no reagent was added to well a7. No error was generated by the summit. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00465215.